Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned in a deflated state. A functional testing was performed. The complaint device could be inflated up to the reported complaint pressure of 22 atm (2 atm over rbp), and pressure could be held. At this pressure no apparent damage or leakage was observed. Thus the reported event could not be confirmed. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
A pantera leo coronary balloon catheter was selected for treatment. During inflation the balloon could not hold the pressure at 22 atm.